Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that the insulin pump alarm history shows a button error. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The customer declined to trouble shoot high blood glucose levels. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was monitored for several days. Insulin pump was received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Unit was received with normal operating current. Insulin pump passed self-test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.